Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and had issue with reservoir. It was reported that the customer had high blood glucose levels ranged from 24 mmol/l to 26 mmol/l. It was reported that the reservoir snap cap remained in the blue transfer guard when she removed it from the insulin vial. It was reported that the customer had to change out the infusion set. The customer does not allege that the insulin pump was under delivering insulin. Troubleshooting was not completed during the call. It was reported that the customer treated for high blood glucose levels with manual injections. Product is expected to return.